Event description:
It was reported that during intra-aortic balloon (iab) the patient went into surgery. After surgery, the iab was repositioned and everything was working fine. However, before leaving the operating room the pressure trace was lost. The console began to generate a fiber optic sensor failure alarm. The iab was removed the next morning after approximately two days of therapy. A new iab was inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4).. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing and inner lumen approximately 75.9cm and 63.8cm from the iab tip. Additionally, the optical fiber was found to be broken 63.8cm from the iab tip within the kink. The extender tubing was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. The reported iab migration could not be confirmed since we cannot mimic the clinical settings or patient anatomy. The optical fiber was found to be broken, confirming the reported alarm, fiber optic sensor failure & difficult/ unable to monitor pressure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.